Event description:
During follow-up, increased capture threshold and low sensing were observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed rv lead dislodgement. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.